Event description:
Patient reported they had an allergic reaction to the surgical glue used at after surgery that put them in the hospital with asthma and a bad wound on their backside, the wound near their coccyx was the worst reaction it was a nightmare. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).